Manufacturer narrative:
B5 describe event or problem - updated.

Event description:
It was reported that an aortic dissection and death occurred. The patient was a frail high risk patient with dilated horizontal aorta and extremely tortuous anatomy. A 25mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. The first positioning of the lotus edge valve was high and resulted in the valve popping out of the non-coronary cusp (ncc). The implanting team repositioned and the lotus edge valve was implanted with what looked like a great result. There was no obvious sign of aortic dissection on echocardiogram (echo) or angiography. The patient left the procedure in stable condition. The following morning, aortic dissection was confirmed via echo. No treatment was able to be provided and the patient died the same morning. The cause of death was aortic dissection. It was further reported that the patient also experienced an arrhythmia post procedure.

Event description:
It was reported that an aortic dissection and death occurred. The patient was a frail high risk patient with dilated horizontal aorta and extremely tortuous anatomy. A 25mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. The first positioning of the lotus edge valve was high and resulted in the valve popping out of the non-coronary cusp (ncc). The implanting team repositioned and the lotus edge valve was implanted with what looked like a great result. There was no obvious sign of aortic dissection on echocardiogram (echo) or angiography. The patient left the procedure in stable condition. The following morning, aortic dissection was confirmed via echo. No treatment was able to be provided and the patient died the same morning. The cause of death was aortic dissection.